Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received deployed within the proximal end of the microcatheter. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. The microcatheter was cut in order to retrieve the stent. The stent was noted to be intact. All 3 marker bands were present at both ends of the stent. The sdw was kinked/bent at the distal end. The functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported ' stent deployed prematurely during use' was confirmed during device analysis. The analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'when the stent was being delivered through the hub of the microcatheter, it deployed as it entered the proximal end of the microcatheter. Subsequently, the physician withdrew the microcatheter and the stent delivery wire and found that the stent was located at the proximal end of the microcatheter, with a small portion of the stent visibly exposed to the hub'. The stent was returned for analysis. It was no longer loaded on the stent delivery wire (sdw). The majority of the stent was hidden inside the proximal lumen of the microcatheter lumen, and the proximal end of the stent was visible in the microcatheter hub. The microcatheter needed to be cut to remove the stent. Once removed, the stent was noted to be undamaged. The stent delivery wire was returned for analysis, and the distal end of the wire was kinked/bent. The introducer sheath was not returned for analysis. Given the event description, it is possible that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (caused by proximal sheath movement). The user will then experience increased resistance while attempting to advance the stent into the microcatheter. Upon realizing this (through increased resistance), the user normally attempts to withdraw the stent. During this action and particularly if there is significant friction between the stent and the lumen of the microcatheter, the distal bumper of the sdw (which is smaller in diameter to the proximal bumper which is used to advance the stent) can slip through the stent, leaving the stent deployed prematurely inside the microcatheter. This is one possible explanation to explain the event description and analysis findings. Based on the review of all available information, the as reported "stent deployed prematurely during use¿ as well as the as analysed ¿stent deployed prematurely during use and sdw kinked/bent¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to some unknown procedural factors during use.

Event description:
It was reported that during the anterior communicating artery aneurysm procedure, the physician used pre-shaped microcatheter to deliver the subject stent. As the stent was being advanced through the microcatheter hub into its proximal end, the stent got deployed. Subsequently, the physician withdrew the microcatheter and the stent delivery wire for inspection and found that the stent was positioned at the proximal end of the microcatheter, with a small portion of the stent visibly protruding from the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the anterior communicating artery aneurysm procedure, the physician used pre-shaped microcatheter to deliver the subject stent. As the stent was being advanced through the microcatheter hub into its proximal end, the stent got deployed. Subsequently, the physician withdrew the microcatheter and the stent delivery wire for inspection and found that the stent was positioned at the proximal end of the microcatheter, with a small portion of the stent visibly protruding from the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.